Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-1547ps screw was being used for an lrti. During implant, the screw broke up into parts. All the parts were retrieved from the patient and another ar-1547ps was used to complete the case.